Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy on (B)(6) 2012. During the procedure, the blade stopped rotating and then it did not extend out of the sheath. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade did not come out and failed to rotate. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.